Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right popliteal artery. A 5.0mmx20mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the initial inflation at 18 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.